Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ez-io g3 driver stopped working during insertion while the led light was green and the person using it was a professional.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an ez-io driver that exhibited some physical damage on the shaft housing and the magnet tip was rusted, which is indicative of improper cleaning technique. When the trigger was pulled the green led displayed. The driver's rpm capabilities were evaluated with simulated load and was subjected to a simulated sawbone insertion test. The driver was forced down on a scale while activating the trigger until it bogged down to a stop. The result of all three reference tests demonstrated that the sufficient power to perform medium and hard bone insertions. A review of manufacturing records did not yield any relevant findings. No device deficiencies were identified and no cause could be determined.